Manufacturer narrative:
Skin issues and pain are known complications associated with the use of bone anchored hearing systems and is described in the ponto system labelling. According to our statistics there is no trend in these issues.

Event description:
Elective abutment removal due to skin issues and pain. Patient will be using the hearing aid on a softband instead.